Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the coating peeling off of the insertion section was due to stress applied to the device, external factors, or handling of the device. However, a definitive root cause could not be determined. In addition, service found the bending tube and insertion part were crushed due to external factors. The bending angulation was out of specification due to elongation of the angle wire. The angulation lever was damaged. A leak was observed due to holes in the bending section, and adhesive was missing from the bending section. The electrical connector contacts demonstrated corrosion. The control section, angle lever, scope connector, universal cord, grip, switch box, and the up/down plate were scratched due to external factors. Per the legal manufacturer, these other issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The user facility returned the subject device to an olympus service center for a factory inspection with no alleged complaint. There was no patient or user injury reported. Upon inspection and testing of the returned device, service found the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during the device evaluation (coating peeling).

Manufacturer narrative:
Correction to the initial report: report listed (B)(6) as reporter; however, has been corrected to (B)(6). Also, reporter email address was added.